Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a small polyp in the colon during a colonoscopy procedure performed on an unknown date. It was reported that during the procedure and inside the patient, the physician noticed the snare was not sharp and did not cut the tissue. The procedure was completed with another captivator cold snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a small polyp in the colon during a colonoscopy procedure performed on an unknown date. It was reported that during the procedure and inside the patient, the physician noticed the snare was not sharp and did not cut the tissue. The procedure was completed with another captivator cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date of march 01, 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Problem code a050702 captures the reportable event of snare loop cutting problems. Investigation results: a captivator cold single-use snare was received for analysis. Visual inspection of the returned device revealed that the working length (strain relief) was severely bent. Functional testing was not performed due to the condition of the device. Media inspection of the photo provided by the customer revealed that the loop was in an extended position and no problems were noted. No other device problems were noted. The reported complaint of loop failure to cut could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Upon product analysis it was observed that the working length (strain relief) was bent at the proximal section. This was not mentioned in the reported event and probably happened by an excessive force being applied in the device. This can occur during device manipulation. Most likely procedural factors as handling of the device, the technique used by the physician during initial use, set-up, power-up, or shortly thereafter could have affected its condition. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected as the reported event of loop failure to cut could not be confirmed through product analysis. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.